Event description:
Boston scientific crm received information that during the elective procedure to replace this patient's pacemaker, this right ventricular lead was fused into the header. Extreme force was necessary to remove the lead from the header which resulted in a fracture of the lead. A new lead was implanted without further incident. A portion of the lead will be returned for testing. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.